Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar fenestrated grasper (bfg) broke. The broken bfg was removed and replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg) and the device data logs. Evaluation of the bfg noted there was no corrosion noted on the electrical contacts. There was damage noted to the jaws of the instr ument. There was epoxy joint separation within the pulley assembly. The drive cable zero was frayed and the white pulley was damaged on the side of the instrument with the frayed cable. There was missing material on the white pulley assembly. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the fraying, the jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs show that the bfg was connected to arm cart assembly-1 and no errors were triggered by the system. The instrument was used for a total of three hundred and ninety minutes with three use counts. The instrument is expected to return. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Additionally, the user manual states: ¿during teleoperation, external arm and internal instrument collisions (e.g. Between two robotically controlled instruments or between a robotically controlled instrument and a laparoscopic instrument) should be avoided, to prevent equipment and instrument damage and unexpected instrument movement.¿. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar fenestrated grasper (bfg) broke. The broken bfg was removed and replaced with a new one to resolve the issue. There was no patient injury.